Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited failure to capture and failure to sense. It was noted that the lead dislodged. The lead was explanted and replaced. The patient was in stable condition.